Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "suspected/actual rupture/deflation."

Event description:
Healthcare professional reported left side suspected/actual rupture/deflation, change shape/size/style. Device has been explanted.